Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The additional investigation activities included: review of device history records. Review of complaint history. A review of the device history records is performed for manufacturing lot f6zf/1. This lot was manufactured in (B)(6) 2013. No anomaly was found especially about raw material or dimensions, that could be linked to this breakage. A review of the complaint system was performed. This is the second incident reported to newdeal about breakage of an advansys® dlp plate (post-operative) for the past two years. During the same time period, 334 advansys® dlp plates were sold. The complaint rate for this kind of incident during the stated time period is 0.599 percent. No incident for this manufacturing lot. 200 surfix system titanium diameter 3.5mm screws and lock screws were manufactured for this lot. Lot failure rate is 0 %. Conclusion: given the description of the event and the observations made during the investigation and the lack of returned product, the root cause of the plate breakage cannot be determined. No anomaly was found on documentary review. No issue was reported for the screw.

Event description:
It was reported the device plate broke. The plate and screws were implanted (B)(6) 2014. The issue was detected during a routine follow up x-ray check, x-ray dated (B)(6) 2015. It was reported the plate and screws were removed (B)(6) 2016 because the plate was broken. No other device was implanted. "Since the removal the patient is okay."

Manufacturer narrative:
Integra has completed their internal investigation on 22sep2016. The additional investigation activities included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: a review of the device history records is performed for manufacturing lot ejty. This lot was manufactured in march 2010. No anomaly was found especially about raw material or dimensions that could be linked to this breakage. A review of the complaint system was performed. This is the second incident reported to newdeal about breakage of an advansys® dlp plate (post-operative) for the past two years. During the same time period, 334 advansys® dlp plates were sold. The complaint rate for this kind of incident during the stated time period is 0.599 percent. No incident was reported for the screws. No incident for this manufacturing lot ejty. Updated conclusion: the material (conform, without defect) is not the failure root cause. The fatigue rupture, under low stress applied, indicates a fixing issue leading to abnormal implant moving. No breakage was reported for the screws.